Event description:
On (B)(6) 2011: customer states that during an undetermined urology procedure on a larger heavy weight (B)(6) female pt, the images were not of diagnostic quality. Staff moved pt to another room and procedure was completed with a portable fluoro c-arm. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot this older system and found the image intensifier had no normal mode available, and needs the image intensifier replaced. Customer has elected not to repair system at this time since the equipment was old and already scheduled for deinstallation in a few months. Table was returned for limited use only.